Event description:
Reporting status: malfunction. Reporting rationale: difficult to position resulting in delay of procedure. Device issue: difficult to position. It was reported that during advancement of the balloon over the guide wire, resistance was felt. The resistance was felt to be with the balloon, so the balloon was exchanged for a new one. It was after trying a couple of balloons and then withdrawing the guide wire from the patient that a "bump" on the guide wire was discovered. This prolonged the procedure considerably resulting in increased levels of screening (radiation) and contrast media for the patient. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) other - irregular texture. (B)(4). Evaluation summary - quality assurance revealed that the guide wire was returned without any blood or contrast visible. There were offset coils on the intermediate coils proximal to the center solder and 2 mm and 1.8 cm proximal to the center solder. There was no other damage noted to the guide wire. The balloon catheter used during the procedure was not returned. An attempt was made to front load and back load the guide wire through a hole gauge, but the hold gauge did not advance over the offset intermediate coils. This did not meet manufacturing criteria. An attempt was made to back load the guide wire through a new balloon catheter, but the guide wire did not advance past the offset coils. The tip was tugged on to confirm that the core was intact. Product performance engineering reviewed the incident information. Although the analysis was unable to determine a cause for the offset coils, potential causes for offset coils include, but are not limited to, damage during manufacturing, damage while removing from the coil dispenser, or damage during preparation. In an attempt to eliminate the occurrences related to manufacturing, in-process controls are used to help assure that this was not a manufacturing issue including, 100% outer diameter inspection of all guide wires prior to packaging. There were no offset or damaged coils noted during the prior to use inspection, which could indicate that the damage may have not been pre-existing. In this case, it appears that at some point during tracking the first balloon catheter over the guide wire, the clearance between the inner member of the balloon catheter and the guide wire was reduced. Patient anatomy and morphology may also cause this reduced clearance. Any attempts to move the guide wire in this reduced clearance condition can cause the coils to offset, which was noted on the returned guide wire. Once the guide wire coils become offset, this would increase the diameter of the guide wire resulting in resistance between the inner guide wire lumen of the balloon catheter and the section of the coils that now have the increased diameter. The delay in procedure reported appears to be related to the multiple attempts to track additional balloon catheters over the damaged area of the guide wire. A review of the finished device lot history (lhr) records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. In this instance, a conclusive cause for the offset coils could not be determined, however, based on the review of the lhr and similar incident query; there is no indication of a product quality deficiency. This MDR is considered closed by the product performance group.